Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was abandoned surgically. Additional information received that pocket stimulation was noted. The lead is no longer in service. No additional adverse patient effects were reported.